Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis revealed a no output and no telemetry condition, confirming the reported field experience. Further analysis determined that the condition was caused by a depleted battery. The battery was found to be depleted due to a high current drain condition caused by a leaky capacitor.

Event description:
Asku